Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the lights on the device flashed and there was insufficient drive to the disposable. The procedure was completed with the same device with no adverse patient consequences.

Manufacturer narrative:
(B)(4) - insufficient drive of disposable. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.